Event description:
Received information stating that due to a ventilator malfunction, patient was placed on a second ventilator. The patient was not harmed or injured as a result of the event. The covidien customer support engineer (cse) calibrated the oxygen sensor. No parts were replaced. The ventilator passed all testing.